Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The iol product history records were reviewed and documentation indicates the product met release criteria. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient reported difficulty seeing. Three weeks after initial implantation the lens was exchanged for a different model of one diopter more power.

Manufacturer narrative:
The lens was returned wrapped in surgical gauze. Solution is dried on the lens. The optic is cut into portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The customer indicated the use of a qualified cartridge, with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).